Event description:
It was reported that during a urinary organ procedure, when the device was fired on the blanch vessel of renal artery, the jaw would not open even though the last clip remained in the jaw. The doctor cut and sutured the vessel on both sides of the jaw. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.